Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. Based on the potential root causes, the outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has a pinhole 8mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment from bsc, therefore an additional DHR review is not required. Based on review of the reported complaint and analysis of the returned device, the most probable cause for this complaint was considered ¿operational context.¿ this complaint investigation conclusion code is assigned when the device meets specification but performance is limited by interaction with patient anatomy or other procedural factors. Based on the results of this investigation, no escalation is necessary. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that difficulties inflating the balloon occurred. A 3.50 mm x 12 mm nc emerge® was advanced to the target lesion. The balloon could not be inflated. The procedure was completed with another of the same device. There were no patient complications and the patient status was no serious injury. However, returned device analysis revealed a pinhole in the balloon.